Event description:
Several attempts made to clean back tissue into firing range. Upon firing, sound of mechanism was not right. Cartridge was stuck in the colon, with leak seen on staple line. Colotomy had to be performed to remove anvil. No donut on distal end and many unformed staples were visibile.